Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 the haptics of a 12.1mm vicmo12.1 -12.5 diopter implantable collamer lens were damaged during adjustment of the lens position after the lens was injected into the patients left eye (os). The lens was implanted, removed and replaced intraoperatively, with no patient injury and the problem resolved. Cause of event was unknown.